Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available it will be reported in a supplemental report.

Event description:
The customer reported that : "the trident right hip prosthesis was placed the 28/11/07 with the implants protheos. On (B)(6) 2020 we proceeded to change the head and the insert because it broke."

Event description:
The customer reported that : "the trident right hip prosthesis was placed the 28/11/07 with the implants protheos. On (B)(6) 2020 we proceeded to change the head and the insert because it broke."

Manufacturer narrative:
Corrected data: h4 - manufacturing date corrected to (B)(6) 2007. Additional mfg narrative reported event: an event regarding crack/fracture involving a trident liner was reported. The event was confirmed by inspection of the returned device. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2020 which indicated the device was returned fractured and examined with the aid of a stereo microscope at magnifications up to 50x, approximately 10% of the liner was returned. Post fracture abrasion and edge chipping obscured the fracture surfaces. Due to the extent of damage no further analysis was performed on the returned liner. A material analysis was conducted on the returned device which noted that the returned ceramic liner had fractured, the fracture surfaces were obscured by post fracture abrasion and edge chipping. Based on the given information no materials or manufacturing discrepancies were observed on the surfaces examined. Dimensional and functional analysis were not performed as the device was returned in damaged condition. Clinician review: not performed as no medical records were made available. Device history review: review of the product history records indicate all devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: it was reported that the was revised to change the head and the insert because it broke.a material analysis was conducted on the returned device which noted that the returned ceramic liner had fractured, the fracture surfaces were obscured by post fracture abrasion and edge chipping. Based on the given information no materials or manufacturing discrepancies were observed on the surfaces examined. The root cause can not be determined as insufficient information was provided. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.